Manufacturer narrative:
The pump was received with an unresponsive act button due to corroded keypad traces. The pump was tested after cleaning the keypad traces and dome switches. The pump received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No excessive no delivery alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window and cracked battery tube threads. The pump also had minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 25 mg/dl. The customer stated that his alarm log showed stopped delivery ad no delivery prior to being hospitalized. The customer was advised that the device would be replaced. Customer was treated intravenously again with insulin by the end of the call.